Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.

Event description:
A customer reported that they obtained imprecise sequential readings on their freestyle flash meter. The customer reported that they obtained readings of 256 mg/dl, 31 mg/dl, 33 mg/dl and 138 mg/dl within a 10 minute timescale. When plotted on a parkes error grid the results fall in the "c" zone which are considered to be clinically significant. There was no report of death, serious injury or mistreatment.